Event description:
It was reported that the patient is deceased and died approximately (B)(6) weeks post device system implant. It was further reported the patient was found deceased in hospital bed. No ventricular tachycardia or ventricular fibrillation episodes were noted. The cause of death per the physician is due to a probable infarction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found.